Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that each time he tried using his spinalpak device that he had a "strange sensation" "like twisting a towel" in his back. The patient describes the pain as in his bones not on his skin at an 8 or 9 out of ten. When patient treated, he treated for 24 hours comfortably then between 24 and 36 hours he felt discomfort. The patient reports no physical activity at the time of discomfort. The patient claims it took approximately one day after the use of spak to feel better. The patient had an appointment with his surgeon and the doctor said it was ok to stop using it. The doctor did not prescribe anything for this spinal pak issue. No further consequences to report at this time.

Event description:
It was reported by the patient that each time he tried using his spinalpak device that he had a "strange sensation" "like twisting a towel" in his back. The patient describes the pain as in his bones not on his skin at an 8 or 9 out of ten. When patient treated, he treated for 24 hours comfortably then between 24 and 36 hours he felt discomfort. The patient reports no physical activity at the time of discomfort. The patient claims it took approximately one day after the use of spak to feel better. The patient had an appointment with his surgeon and the doctor said it was ok to stop using it. The doctor did not prescribe anything for this spinal pak issue. No further consequences to report at this time.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, d4: UDI, g1: contact office, g6: type of report, h2, h3, h6: device code. Additional information in d8-9, g3, h4: device manufacture date, h6: method, results, and h10: additional narrative. The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (7) total complaints from (jan 31 2022) to (jan 31, 2023) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain). Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.